Manufacturer narrative:
This device was returned with no suture or either t. The device has a slight bow in the delivery needle. The bending of the delivery needle whether intentional or unintentional may make it difficult or impossible to deliver the t1 and/or t2 implants. Functional testing found the device actuates but does not retract automatically any longer most likely due to its incurred damage. Device history review found there were no deficiencies in the manufacture of his lot. Use error cannot be ruled out a s a contributory factor to the event.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t-2 implant would not deploy. A backup device was available to complete the procedure. There was a short delay of less than 30 minutes reported. No patient impact was reported in association with this event.